Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. During the procedure, the anterior gripper (non-tactile gripper) would not lower unless the clip was relocked. It was still possible to grasp both leaflets and deploy the clip. Mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information and without the returned device to analyze, a cause for the reported difficulty lowering the gripper could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.